Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a deep stitch that came loose from vns generator implant surgery. Additional information was received that no patient manipulation was suspected and that the surgery was believed to be reason for the stitches coming loose at the generator incision site. Attempts for additional relevant information were unsuccessful.